Event description:
It was reported that the patient passed away due to hemolysis. The death was not considered to be device related and the device reportedly operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the returned driveline revealed breaches in the insulation of the brown, red, and yellow wires. Damage to the silicone jacket was observed in multiple areas along the external driveline. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of hemolysis, as well as the subsequent patient outcome, could not be conclusively established through this evaluation. (B)(6) was returned assembled with the entire driveline intact. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow graft and the outflow graft bend relief were returned attached to the outlet elbow. The outlet elbow was returned attached to the pump. A bend relief collar was present and secured with green suture. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to the reported hemolysis. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. The heartmate ii patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the returned driveline revealed breaches in the insulation of the brown, red, and yellow wires. Damage to the silicone jacket was observed in multiple areas along the external driveline. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not confirm the reported event of extrinsic outflow graft obstruction. Additionally, a direct correlation between the device and the reported event of hemolysis, as well as the subsequent patient outcome, could not be conclusively established through this evaluation. (B)(6) was returned assembled with the entire driveline intact. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow graft and the outflow graft bend relief were returned attached to the outlet elbow and a second bend relief had been placed around the distal section of the graft. The outlet elbow was returned attached to the pump. A bend relief collar was present and secured with green suture. The outflow graft was returned cut longitudinally, consistent with the post-explant handling visible in the submitted photograph. An accumulation of tissue was observed between the graft and returned bend reliefs. The tissue had a loose, grainy texture and had broken into multiple small pieces. Due to the application of a fixative and post-explant handling prior to device return, the original shape of the graft and surrounding tissue could not be inferred, and the report of a suspected extrinsic outflow graft obstruction was unable to be confirmed during the evaluation. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to the reported event. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6, ¿patient care and management¿, outlines the suggested anticoagulation therapy and international normalized ratio (inr) range for patient using the heartmate ii lvas. This section also addresses how to care for the driveline and notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. The heartmate ii patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had a clinical history of non-ischemic cardiomyopathy and liver failure with new onset of hemolysis and concern for left ventricular assist device failure. There was noted to be accumulation of fibrinous/fibrous material between the strain relief and the outflow cannula. The accumulation of the material resulted in significant luminal narrowing of the actual outflow cannula in this case.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.